Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-38. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of c-38 points to high frequency (hf) current measurement value too low in on state.

Event description:
It was reported that during a da vinci-assisted benign malignant surgical procedure, the integrated electrosurgical unit (iesu) or erbe had an error c-38 for cautery issue. The customer checked for new cautery cables. Technical support engineer (tse) suggested the customer restart cautery, but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted a third-party generator was used to resolve the reported issue/to continue the procedure.